Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by livanova that was cleared or approved by FDA for marketing in the united states. Preliminary analysis revealed a ventricular lead issue

Event description:
The subject ICD was implanted on (B)(6) 2013, with a vigila lead. On (B)(6) 2017, the patient went to emergency service of the hospital because twelve shocks were delivered. After checking the device, ventricular lead oversensing was observed and so shocks were suspected to be inappropriate. On (B)(6) 2017, the subject ICD was replaced and a new defibrillation lead was implanted, the old lead was abandoned.

Event description:
The subject ICD was implanted on (B)(6) 2013, with a vigila lead. On (B)(6) 2017, the patient went to emergency service of the hospital because twelve shocks were delivered. After checking the device, ventricular lead oversensing was observed and so shocks were suspected to be inappropriate. On (B)(6) 2017, the subject ICD was replaced and a new defibrillation lead was implanted, the old lead was abandoned.